Event description:
Unable to infuse medication due to defective primary tubing when spiked with secondary tubing set. Unable to back flush from primary tubing to secondary tubing. Primary tubing changed with another set from the same tubing lot and same problem occurred. A third primary tubing was obtained and secondary tubing with medication connected hub to hub, able to back flush into secondary tubing and infusion was able to resume to completion. No drug was lost in changing of primary tubing sets as no drug was ever able to be infused into primary tubing. Clearlink system 2c8541s, continu-flo solution set with duo-vent spike (B)(4), exp [redacted date], lot (10)r23d19062.